Event description:
It was reported that the implantable cardiac monitor (icm) device collected multiple episodes of ventricular tachycardia/fast ventricular tachycardia (vt/fvt) due to oversensing of t-waves. Programming options to reduce the incidence of oversensing will be considered ahead of other options. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).